Manufacturer narrative:
No analysis performed as the issue was resolved via troubleshooting by a manufacturer representative. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when plugging in the system and powering it on, a screen would show up with "gnu grub" which would time out without selection. Then the screen only showed a flashing "_" (dash) on the top left corner of the screen. A different navigation device was used instead as this issue was being fixed. The original system was investigated by a manufacturer representative and it was found that the date in the system was changed on monday (B)(6) to the current date. The system's software did not like that. The system was then able to be used for the second navigation case that day